Event description:
Implant was being put in patient's shoulder. Once anchor is screwed in the handle is pulled off. In this case the top on the anchor sheared off but the bottom stayed in the bone. A 2nd implant was used. Dr says there is no danger to patient.